Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. The lens was returned dry, in a micro-centrifuge vial, with residue on the lens. Visual inspection found no visible damage to the lens. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.0/+3.5/087 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting. The lens was exchanged for another manufacturer lens. The cause of the event was due to patient related factor and was not related to the product.